Event description:
The customer reported 2 to 3 drops of diluent mixed with blood on the caps of tubes after running them on the dxh 800 instrument. The leak was contained within the unit. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found cleaner had leaked below the amtc [air mix and temperature control] area from the probe wash collar. He removed and cleaned the probe wash collar, then reinstalled and aligned it. This resolved the issue. (B)(4).